Event description:
As per "incident report" filed by the operating room nurse, the attending surgeon was using the greenlight laser with the greenlight moxy fiber optic tip when the tip split open on the distal end of the fiber resulting in the release of the green laser. The surgeon noticed the defect and asked for a second replacement. Based on the surgical resident, it caused an unwanted firing on the bladder neck of the patient. Dates of use: (B)(6) 2017. Diagnosis or reason for use: benign prostatic hyperplasia.